Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hip pain. Metal on metal. Doi: (B)(6) 2009; dor: (B)(6) 2020; (right hip). Additional information received 1/22/2021 reporting revision notes stated that a 10ml of brownish clear fluid was aspirated. There was some friable brownish tissue surrounding the hip joint. Bone stamp was used and applied several firm blows along the posterior aspects of the acetabular component which knocked the metal liner loose. Also further information reports elevated metal ions, fluid collection build up and adverse tissue reaction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.